Event description:
Caller asking to assess atrial sensmg on current tum and a 11af episodes. Current tum appears that atrial rate is 440 450ms. Customer is asking if farfield t wave is occurring; unable to definitively determine if farfield, but egm morphology suggests true atrial events. At/af episodes do show evidence of ffrw. P wave is 1.1, sensitivity is 0.3mv bipolar. Pvab is partial. Discussed programming options for sensing and pvab method (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).